Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon product (ethibond suture) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product (ethibond suture) used in this procedure? Citation: interactive cardiovascular and thoracic surgery 25 (2017) 153¿154; doi:10.1093/icvts/ivx069 - [(B)(4)].

Event description:
It was reported via journal article title: "severe aortic regurgitation after implantation of a sutureless valve prosthesis using an automatic knot fastener device" author: robert balan, christian mogilansky, axel-lars larsen and parwis massoudy. Citation: interactive cardiovascular and thoracic surgery 25 (2017) 153¿154; doi:10.1093/icvts/ivx069. The study aimed to present a (B)(6)-year-old female patient with severe calcific stenosis of the aortic valve, ascending aortic aneurysm, hypertrophic left ventricle and new york heart association class IV symptoms who underwent aortic valve replacement and replacement of the ascending aorta. In the procedure, a 25-mm sutureless valve prosthesis was implanted, using 3 braided guiding 2.0 ethibond sutures placed through the rim of the valve prosthesis which were tied with an automatic know fastener device. Eight months later, control echocardiography showed severe aortic regurgitation for which the patient was reoperated where sutureless valve prosthesis was explanted and a conventional valve prosthesis was implanted in aortic position. Further hospital stay of the patient was uneventful, and the patient was discharged from hospital 9 days after surgery. The explanted valve prosthesis showed an isolated perforation of the non-coronary leaflet, which was suspected to be caused by the tied suture in the nadir of the non-coronary sinus. The position of the perforation was in direct alignment with the knot. Obviously, the leaflet had hit the knot repeatedly and a hole was created. The authors concluded that knots produced by automatic fastener devices have the potential to cause damage to prosthetic leaflet tissue.